Event description:
Related manufacturer reference number: 1627487-2025-00405. It was reported patient's left lead had high impedances. Patient lost effective therapy as a result. Investigation was unable to identify which led attributed to the issue. Surgical intervention was undertaken wherein the lead was partially explanted and a new lead was placed to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.